Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked blood from the luer connection during use. The following information was provided by the initial reporter: "patient at home having care to permcath performed by son. Son rang the dialysis unit and said that his mother was leaking blood from the tubing. When patient attended the unit there was blood noted to be on the patients shirt. No other details known. No recent changes to syringe type used. Q-syte changed."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/20/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received seventy-two unused q-syte units within undamaged sealed packages. It was indicated that these representative samples were to be used for this investigation. Visual / microscopic observation revealed there was no visible damage to the septum top disk, the column wall, or to the body (polycarbonate) of the q-sytes. The slit at the top disk was present and centered in the correct location. The threads showed no damage or voids. Aspiration testing was performed on all 72 units using a 20ga catheter adapter assembly connected to the male adapter of the q-syte, which was connected to a 10ml bd iso standard luer lock syringe via the female adapter / connector. It was observed that the syringe securely attached to the q-syte with ease, meeting no resistance. Additionally no fluid loss occurred at the connection further indicating there were no connection issues. The units were then tested for leakage and no leakage was observed in the unactuated and actuated positions. Bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked blood from the luer connection during use. The following information was provided by the initial reporter: "patient at home having care to permcath performed by son. Son rang the dialysis unit and said that his mother was leaking blood from the tubing. When patient attended the unit there was blood noted to be on the patients shirt. No other details known. No recent changes to syringe type used. Q-syte changed."